Manufacturer narrative:
One sample was received in used condition for evaluation functional testing was able to confirm the reported leaking problem. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device leaked where the tubing was heat sealed to the downstream side of the unit. There was no patient involvement.